Manufacturer narrative:
Received one device. During performance testing the pump would not register that the cassette was locked. Visual inspection also found the downstream occlusion sensor seal with a large bubble and was delaminating. Replaced latch lock, latch lock flex sensor, downstream occlusion sensor seal. Conducted performance verification testing. Pump passed all tests. Software version installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a faulty latch lock flex sensor. There was no patient involvement.